Event description:
Customer stated top lid of axsym failed to stay up. Contact date was 6/27/2000 the week prior (no date given) the axsym lid fell and hit operator in the head. Operator stated that no injury occurred. Customer refused to give any additional info. No report of injury.